Event description:
Device 2 of 2. Reference MFR. Report number 1627487-2012-05712. It was reported the patient received a rash on his skin. An allergy kit was sent and the patient tested positive for allergies to the scs system. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.